Event description:
Boston scientific received information that an estimated longevity on this pacemaker was available however, the physician did not want to rely on the readings of the programmer. The field representative had an inquiry regarding estimated longevity remaining for this pacemaker. The battery gauge was seen pointing at 2 o'clock position. Boston scientific technical services (ts) explained that the programmer estimation is more accurate than their estimation as longevity can be greatly affected by parameter setting. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.